Event description:
Sorin group received a report that during set-up, the touch screen of the s5 double head pump was unresponsive. The touch screen of the pump was replaced. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in the (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during set-up, the touch screen for the s5 double head pump was unresponsive. The touch screen of the pump was replaced. There was no pt involvement. The investigation is on-going. A follow up report will be sent when the investigation is complete.